Manufacturer narrative:
This report is submitted on august 22, 2019.

Event description:
Per the clinic, the patient experienced a loss of osseointegration. The implanted device remains.

Manufacturer narrative:
Correction: new information received and updated the recipient date of birth is (B)(6). This report is submitted on october 04, 2019, by cochlear ltd.

Event description:
Correction: new information received and updated the recipient date of birth is (B)(6).